Manufacturer narrative:
An additional follow up was performed with the key market (km), and it was reported that the device was repaired by a third party company, the km reported that the third party company repaired the flow sensor assembly. The km did not specify how the flow sensor was repaired. No further details were provided regarding the resolution. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low leak co2 rebreathing alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. The philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a low leak co2 rebreathing alarm. It was noted that the device had a normal pipeline connection. Investigation is ongoing.